Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for abnormal barrier separation with the incident lot was not observed. Gel separation in the photo presented, meets the expectations. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for abnormal barrier separation with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was received by the sample receiving staff a day after the collection, where it was not initially noted whether the lipid test sample was fully clotted or serum remained in it. Clotting was assumed, and the sample was centrifuged in a swing bucket on a kubota 4000 & 5000 at 3400 rpm for 10 minutes before gel smears were noticed. Additionally, sprayed clot activators were noticed on the top of the tube, and it was suspected that the specimen had been originally transferred by opening the tube cap and syringing the blood inside without use of a needle. The following information was provided by the initial reporter: sample came from a gp and collected using needle and syringe. They suspect that the specimen could have been transferred by opening of tube cap and syringing of specimen in without needle. Sample collection time stated was (B)(6) 2019 at 12 noon, and hq time stamp for specimen received on (B)(6) 2019 at ~4 pm. Specimen processing: sample receiving staff did not take note whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota 4000 & 5000, swing bucket 3400 rpm for 10 minutes lot no: none provided other information: record showed that the gp requested for lipid test. Lipid test was also ordered the year prior. No information on patient condition available. They have requested for specimen redraw. Bd clinical specialist noted that of the top of the tube, there were still sprayed clot activators/surfactant present.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube was received by the sample receiving staff a day after the collection, where it was not initially noted whether the lipid test sample was fully clotted or serum remained in it. Clotting was assumed, and the sample was centrifuged in a swing bucket on a kubota 4000 & 5000 at 3400 rpm for 10 minutes before gel smears were noticed. Additionally, sprayed clot activators were noticed on the top of the tube, and it was suspected that the specimen had been originally transferred by opening the tube cap and syringing the blood inside without use of a needle. The following information was provided by the initial reporter: sample came from a gp and collected using needle and syringe. They suspect that the specimen could have been transferred by opening of tube cap and syringing of specimen in without needle. Sample collection time stated was (B)(6) 2019 at 12 noon, and hq time stamp for specimen received on (B)(6) 2019 at ~4 pm. Specimen processing: sample receiving staff did not take note whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Centrifugation protocol: kubota 4000 & 5000, swing bucket, 3400 rpm for 10 minutes. Lot no: none provided. Other information: record showed that the gp requested for lipid test. Lipid test was also ordered the year prior. No information on patient condition available. They have requested for specimen redraw. Bd clinical specialist noted that of the top of the tube, there were still sprayed clot activators/surfactant present.